Event description:
Reportedly, the surgeon using the instrument on the rectum for a cancerous body 5cm from the anus. After the device was applied and the tissue was cut the surgeon reports the staples of from the instrument were not completely applied and were partially malformed. There was little bleeding for which the surgeon applied sutures to repair the tissue and there were no further reported adverse affcts.